Event description:
It was reported to philips that system was unable to boot, stalling at 00:00. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and confirm that system unable to boot. Upon troubleshooting, it revealed that after logging in, the system failed to enter service mode and halted. To resolve the problem, fse restored a 2024 backup and recreated the database. After repair, the system was confirmed to meet specifications and returned to use. The codes were updated based on the investigation outcome.